Event description:
During follow-up, high impedance and threshold was observed on the left ventricular (lv) lead. The lead position was optimal and no visible damage was observed via x-ray. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in two portions for analysis. As received, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damage consistent with procedural damage. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incidents of high impedance and threshold could not be conclusively determined.